Event description:
It was reported that during a heavily calcified, heavily tortuous, distal, left anterior descending artery stenting procedure, a xience prime (3.5 x 12 mm) stent delivery system was advanced, reportedly, meeting resistance with the patients' anatomy. With crossing the xience prime (3.5 x 12 mm) stent delivery system through the lesion a dissection occurred distally and the xience prime (3.5 x 12 mm) stent was implanted. The xience prime (3.5 x 12 mm) stent delivery system was removed without difficulty and another non-abbott stent was used to treat the distal dissection successfully. There was no patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures.